Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n331053, implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
It was reported there was a loss of therapeutic effect and a return of symptoms approximately two weeks prior. It was noted the patient tried making adjustments with the patient programmer but it had not helped. Follow up from the health care provider (hcp) reported the patient was seen (B)(6), 2012 for a reevaluation of lumbar spinal pain. It was noted the patient continued to report significant relief following the implant of the spinal cord stimulator. The worst area of pain was the cervical area with radiation of pain, numbness, and tingling down bilateral upper extremities into the third digits. The patient's low back pain was minimal with the stimulator. The patient continued to report pain across their entire low back with radiation into bilateral hips, buttocks and posterior aspects of the bilateral lower extremities into all toes. Patient denied any new areas of pain, weakness, falls, or bowel/bladder incontinence. Patient also continued to report thoracic spinal pain with occasional radiation into the lower chest and abdominal pain. Patient was taking oral medications with adequate relief of their pain. It was later reported the patient fell 3-4 weeks prior. It was noted there was a loss of therapeutic effect and an overstimulation sensation. Patient noted they 'cranked it up' to compensate for pain. It was noted the tingling was 'sensational' and the patient cannot seem to get comfortable. It was noted the patient did not have access to more programs. The patient had an appointment with their hcp scheduled the following week.

Event description:
Additional information received reported that the patient did not have the amplitude of their stimulation up high enough for therapeutic effect. It was added that the pain coverage was adjusted and the patient is pleased. It was noted that the patient was doing well and receiving effective therapy.